Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that the target lesion was the left main artery. When the flexi-cut performed several cuttings, a perforation was observed. A graftmaster was implanted to arrest the hemorrhage. The physician commented that the perforation occured because the device debulked the lesion deeply, and it was not related the product quality issue. A follow-up was done in 2008, and a coronary angiography and intra-vascular ultrasound were performed on the patient. There were no restenosis observed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - quality engineering reviewed the incident. Perforation, as listed in the instructions for use, is a known adverse effect. This is not necessarily an indication fo a product quality issue. The case description indicates that the perforation occurred because the device debulked in the lesion deeply. The IFU states to "continue dca until desired vessel patency is achieved or cutter no longer excises and removes tissue." The extent to which material from the vessel is shaved and removed is the physician's choice. In this instance, a root cause for the patient effect and its relationship to the device, if any, cannot be determined. It appears to be related to the circumstances during the procedure.